Event description:
The user facility reported that the 6fr. Angio-seal was used to close a superficial femoral artery (sfa) (off-label) access, and the angio-seal did not come out of the angio-seal sheath when deploying. The footplate did not come out of the sheath, the two clicks were heard. The angle of the angio-seal was at 45 degrees, the footplate never came out so when the surgeon pulled back, the whole angio-seal just came out. The superficial femoral artery (sfa) was calcified, and it was measuring a 5.1mm on intravascular ultrasound (ivus) on the contralateral superficial femoral artery (sfa) side. It was a long intervention with a lot of products going in and out and the patient was moving around a lot. The surgeon had a buddy wire inside and was able to use that to finish the case with using a perclose closure device. The superficial femoral artery (sfa) was closed successfully, and the patient was not harmed. Additional information was received on 06aug2025: the anchor did not come out of the sheath. There were three boston scientific stents, and four boston scientific balloons that were used. A long cook 6fr. Sheath and at least five different wires.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was subjected to visual analysis. The device appears to be used with visible signs of blood. The carrier tube is deployed, with the suture torn and tamper tube removed. The hub of the hemostasis sheath is separated from the sheath. The anchor is present in the hemostasis sheath hub. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to have been assembled and used for a procedure and pulled from the patient intact. The anchor was in the hemostasis sheath hub. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).